Manufacturer narrative:
The t:flex user guide states: replace the cartridge every 72 hours if using novolog®. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis (dka). A pump system check was performed and no device issues were identified. Reportedly, the customer had been using novolog in the cartridge for 5 days. Tandem technical support informed the customer that novolog was labeled for 72 hours with the cartridge. The customer "felt the pump was functioning fine" and declined further troubleshooting. Although requested, the customer declined to provide further information regarding the hospitalization.